Event description:
It was reported that when patient presented remotely via merlin.net transmission, low, out of range, high voltage lead impedance issue was observed on the rv lead. The alert for the lead impedance issue was on going for one year. All other lead measurements were stable and in range. Programming changes were recommended which were planned to be made. Patient will continue to be monitored. No further information available.